Manufacturer narrative:
The device was received fully deployed. The soft cannula was inspected and no bends, kinks or damages were observed. The pod data shows no signs of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. The investigation found no damages or defects to the fluid path that would result in fluid leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 37 and 48 hours. The patient noted persistent elevated blood glucose readings prompting the removal of the pod. When the pod was removed from the infusion site (arm), insulin leakage was observed and the pod's cannula was found bent. As treatment, a new pod was applied.